Event description:
A patient underwent a surgical procedure of knee replacement in 2005. After 2 years, the patient experienced a dislocation of femoral component and he/she underwent an unanticipated revision surgery on (B)(6) 2007.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.